Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the site and reported that there is no alleged defect of the iabp and no repairs are required. The fse verified the issue with the disposable helium tanks. These tanks have a shorter neck causing it to not reach up high enough to engage the helium port. (B)(6).

Event description:
A getinge cardiac assist territory manager (catm) was at her account and during the process of changing a helium tank on the intra-aortic balloon pump (iabp) to a getinge disposable tank she became aware that the disposable tanks do not fit onto the account¿s cs100's. She removed the disposable tanks from the facility. There is no alleged malfunction of the iabp itself, only the disposable helium tanks. The iabp was never removed from clinical use as a result of this event.